Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector ports and additionally noted that the upper case was cracked at one boss. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connector ports were broken on the external pulse generator (epg). The epg was returned for servicing. The event occurred during servicing. There was no patient involvement.